Manufacturer narrative:
The facility initially called with the complaint of the alcohol sensor going off on their automated endoscope reprocessor, medivators advantage plus. It was also reported that black brown residue was found in both basins of the aer. The customer complained of the chemical smell and chemical exposure when removing the scopes from the basin. A medivators fse (field service engineer) was onsite in response to the service call and he discovered there was some other substance other than alcohol in the alcohol container. The medivators fse repaired and replaced all parts of the machine in which the alcohol would come into contact with. The alcohol system was flushed and the fse ran test cycles to rinse all channels and basins of the machine with water. It was recommended the scopes potentially reprocessed during the timeframe the other substance was in the machine be sent in for repair. The fse called to confirm with medivators ra personnel and the advantage plus technical expert to confirm repairs and before allowing the machine to be put back into use. There is potential risk for patient injury or illness with regards to a potentially harmful fluid being used in placed of alcohol and it may have caused improper rinsing and scope damage. There are no confirmed reports of patient injury or illness at this time. This potential complaint will continue to be monitored within medivators complaint system.

Event description:
The facility initially called with the complaint of the alcohol sensor going off on their automated endoscope reprocessor, medivators advantage plus. A medivators fse (field service engineer) was onsite in response to the service call and he discovered there was some other substance other than alcohol in the alcohol container.